Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3. It was reported that the patient's aorta was severely atherosclerotic along the entire descending thoracic aorta. Following the deployment of the trunk ipsilateral led component and the three contralateral leg components, the physician performed touch-up ballooning on the proximal neck of the trunk with a coda balloon (32mm). It was reported that the patient experienced an immediate drop in blood pressure. The angiography revealed a rupture of the aortic artery at the proximal end of the trunk ipsilateral leg component. An emergency surgery was performed to replace the ruptured aortic artery with a vascular graft. After the procedure, the patient was transferred to the ICU; however, the patient's condition remained unstable due to large blood loss. Later on the same day, the patient expired.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.